Event description:
According to the reporter, during laparoscopic cholecystectomy, when trying to clip the cystic duct, the device could not be fired smoothly. When the device was removed from the cavity, the applier suddenly separated into several parts. Another applier was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product: 8886848813 laproclip 2x12 x10 n1b0312y. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the shaft of the instrument was bent. It was reported that the device broke and the clips did not load properly into the jaws as expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the instrument was applied improperly during application or reassembled improperly after sanitizing causing the shafts to bend. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: reusable devices must be carefully inspected prior to and after each use, as any damage may affect the safe operation of the device. Failure to lubricate the device prior to sterilization may cause malfunction such as jamming, difficult operation, or unacceptable staple formation. Failure to fully squeeze the handle may result in miss-formed clips which may result in incomplete closure and lack of hemostasis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.